Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the sheath failed to split completely and the clip could not be deployed. The device was removed using the safety release button and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.